Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that her daughter experienced high blood glucose level of 400 mg/dl. Infusion set was leak. The insulin pump will not be returned for analysis.